Event description:
It was reported that the right ventricular lead was explanted and replaced due to high impedance, oversensing, and an apparent conductor fracture. An attorney letter further alleged that the patient sustained injuries due to a "faulty" defibrillator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device and lead were not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to high impedance, oversensing, and an apparent conductor fracture. An attorney letter further alleged that the patient sustained injuries due to a "faulty" defibrillator. Additional information received from an attorney states that the patient experienced extreme chest discomfort and intense pain. The device was explanted and replaced. No further patient complications have been reported as a result of this event.